Event description:
A patient reported experiencing inaccurate high reuslts with a one touch profile meter. The patient's blood glucose results were 192 and 97 mg/dl tests were done within 11-20 minutes with a difference of 58%. Patient did not experience any adverse events. No further information has been reported.